Event description:
It was reported that an alert triggered for a one time high impedance measurement on the right ventricular lead. There was also an increase in sensing integrity counts noted. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=10.5 counts avg/day, in 5.4 days, occurred between (B)(6) 2012 03:46:49 and (B)(6) 2012 12:29:05. A patient alert for right ventricular pace lead impedance over 2000 ohms occurred on (B)(6) 2012 03:00:06. Daily pace lead measurement log data shows a spike increase for ventricular pace of 480 to 3821 between (B)(6) 2012 and (B)(6) 2012, then returning to 378 ohms on (B)(6) 2012.